Manufacturer narrative:
Retainer ring - black customer returned insulin pump for an alleged low reservoir anomaly, unexpected battery power loss and cosmetic damage(crack) located at an unspecified location found on (B)(6) 2021. Insulin pump passed displacement test, self test, active current measurement and sleep current measurement. Insulin pump successfully downloaded to thus. Test p-cap successfully locked into the reservoir tube. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No unexpected pump error 25, low battery alert, power loss alarm, replace battery alert, or replace battery now alarm noted during testing or in the insulin pump trace download. Additionally, low reservoir alerts found in insulin pump history on (B)(6) 2021 at 22:26, (B)(6) 2021 at 1:56 and 3:49 as well as on (B)(6) 2021 at 11:03. Insulin pump was monitored with a full reservoir tube inserted, and no low reservoir alarm noted. Additionally, motor passed voltage test when tested outside of insulin pump. The insulin pump was cut open and the electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: pillowing keypad overlay, scratched case, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), serial label damage and minor scratches on lcd window in summary, customers alleged unexpected power loss was not confirmed during testing. No alarms or battery anomalies were found in the insulin pump history file on/around the event date. Insulin pump passed active current and sleep current test. Customers alleged cosmetic damage(crack) was located at the battery tube by visual inspection where a cracked battery tube was noted. Insulin pump was monitored and no low reservoir alerts were confirmed during testing, however, alarms noted in insulin pump history. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was alarming low reservoir when the reservoir was full. Customer stated the insulin pump was cracked, and they were changing out batteries frequently. Customer also stated that fasting bg was higher, it was 185mg/dl and normally fasting bg was 100mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.